Event description:
Reporter indicated that vns pt had passed away. The pt's spouse reported that the death was due to multi-system failure. It was also reported that the pt battled with depression and had attempted suicide three times prior to death. Investigation to date has been unable to determine the circumstances surrounding the pt's death as no response has been received to MFR's requests for additional info from treating neurologist (via fax x1, via telephone x2). Last kknown neurologist no longer practices at same facility, but nursiing staff at facility have agreed to have another dr complete MFR's request for additional info based on info obtained from pt's medical records. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.